Event description:
Per dealer the two bolts that go into the sides of the t arm black metal socket ably bracket. Are missing. Dealer was not sure if they broke first or not. Reporter stated the user was very hard on the chair and tends to lean on the arm all the time. No injury.